Manufacturer narrative:
(B)(4). Additional narrative: photo evaluation confirmed a ruptured bladder in a non-footed position. Solution was also noted in the housing due to the rupture. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii CAPA idc-(B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4)- additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter USA received a report that one (1) infusor device ruptured. The device ruptured near the top of the stressmember post. The device was filled with 5-fluorouracil and saline.there was no report of patient invovlement, injury, or medical intervention. No additional information.